Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the te 231009 malfunction can lead to a delay in the therapy since the ventilator cannot be used (IFU: "must be serviced"). A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with te 231009 was determined to be a defective blower module due to wear. In consequence (correction) the blower module was replaced and the problem was solved. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. There was no patient or user harm reported. The allegation in this complaint was confirmed to be a complaint. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. No CAPA is required as improvements are already ongoing with the resolution of the blower module (pn 160250) failures (c2 & c3, see carm-6030).

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the te 231009 malfunction can lead to a delay in the therapy since the ventilator cannot be used (IFU: "must be serviced"). A fully functioning ventilator needs to be prepared. The root cause of the ventilator to alarm with te 231009 was determined to be a defective blower module due to wear. In consequence (correction) the blower module was replaced and the problem was solved. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event, while the medical device was used for treatment. There was no patient or user harm reported. The allegation in this complaint was confirmed to be a complaint. In future hamilton medical ag will report an event like this issue as it will be deemed a reportable event. No CAPA is required as improvements are already ongoing with the resolution of the blower module (pn 160250) failures (c2 & c3, see carm-6030). Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, g6, h2, h4, h5, h11.